Event description:
It was reported that during a stent placement procedure in the iliac artery, the stent allegedly failed to deploy. It was further reported that as the delivery system was removed from the introducer sheath, the stent allegedly partially deployed. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: the stent delivery system was returned for evaluation. Based on the investigation of the sample returned it was confirmed that the stent was partially deployed. The system was found fully activated in end position but the proximal luer including the conversion tab were found detached from the grip which made a complete deployment using the trigger impossible. The conversion tab at the back of the grip was found removed and missing. An indication for a manufacturing related issue could not be found. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instruction for use (IFU) sufficiently address the potential risks. The IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' And 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit' and 'the conventional method requires the user to remove the white conversion tab before snapping the catheter out of the perform grip. The stent can then be deployed by using the conventional ¿pin & pull-back¿ technique by pulling back the t-luer adapter'. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a stent placement procedure in the iliac artery, the stent allegedly failed to deploy. It was further reported that as the delivery system was removed from the introducer sheath, the stent allegedly partially deployed. Another device was used to complete the procedure. There was no reported patient injury.